Event description:
After completing the pta procedure, the doctor deflated the balloon with the inflation device at negative pressure in order to pull out the balloon from the sheath. The balloon was struck in the 6f sheah on the arm of the pt.